Event description:
The lead was returned to the manufacturer after being explanted with no information. The lead subsequently tested out of specification. Follow up revealed that the lead was replaced due to insulation breakdown, indicative of a lead fracture. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the partial lead was returned, analyzed, and the distal conductor fractured. It was noted that there was blood/body fluid on the defibrillation conductor (not obstructed), there was blood/body fluid on the outer tubing overlay, the outer tubing overlay was melted, the outer tubing overlay had cosmetic environmental stress cracking, the outer tubing environmental stress cracking breach/breach (non-electrical), the outer insulation had a cosmetic depression and there was blood in/on the helix/lobe mechanism.